Event description:
It was reported that the proximal drill guides have rotated on the instrument shaft thereby, causing an oblique rail to be cut. Surgery was performed at c6-c7. The rail is too deep in the inferior endplate and too shallow on one aspect of the superior endplate. The surgeon needed to reshape the inferior endplate, down to cancellous bone. There were no reported patient complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.